Event description:
Additional information was received that the oversensing was due to myopotentials.

Event description:
It was reported that episodes of oversensing were observed on the right ventricular lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.